Manufacturer narrative:
Additional initial reporter: (B)(6), sr member support analyst additional email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was faulty. Under fluoroscopy, it appeared that the distila tip fill midsection was folded. The customer went to use a second iab, however, the membrane was unfurled and residual air was within the iab. There was no patient harm or adverse event reported. This report is for the first iab. A separate report will be submitted for the second iab.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the balloon. Two dents was found on the catheter tubing approximately 38.4cm and 40.9cm from the iab tip. He inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined dents in the catheter tubing. It is difficult to determine when or how a dent in the catheter occurs. Although we did not repeat the event in the laboratory setting, a dent can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).